Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that in 2015 the patient was not able to connect to his device and he was walked through a physician mode recharge (pmr) to restart the battery from the overdischarge. The patient said the ins worked for a while afterwards but then it just stopped working. The patient was unable to connect to the ins to turn it on and on and off. The patient saw his healthcare provider who said the ins needed to be replaced. The ins and the leads were replaced 2017-02-24. No further complications were reported/anticipated.